Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced hyperglycemia event and went to the emergency room (ER) and got hospitalized on (B)(6) 2025. The blood glucose level was 375 mg/dl at the time of event and the patient got treated with intravenous fluids of insulin. The patient experienced the symptoms of sickness, confusion and tiredness at the time of the event. No further information available.